Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. Lesion characteristics and clinical factors are unknown. The unspecified size promus element stent delivery system was advanced to the lesion and deployed. An unspecified balloon catheter was then advanced and used for post-dilation of the promus element stent. Upon deflation of the balloon, it was noted that the promus element stent had foreshortened. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only (B)(4) approved but it is similar to an approved us device.